Event description:
The check valve in the disposable tubing set did not function properly. A patient received an antibiotic in 20 minutes instead of 60 minutes. We observed the fluid dripping from the secondary and it was actually filling into the primary bag. This check valve should be preventing that. We have observed this in the past.